Event description:
Pca pump residual volume read 79ccs. Pt complained they weren't getting pain relief. Rn opened to check the bag (morphine) which was almost full. The pump was not alarming per staff and the tubing appeared to be free of fluid. The pt's vitals remained stable, no complaints other than no pain relief. The bag volume when checked by the rn showed 140ccs remaining.